Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a clinical administrator to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves an elderly female patient (age nos) who received one vial of poly-l-lactic acid therapy on (B)(6) 2007, and 2 mls on (B)(6) 2007. Poly-l-lactic acid was distributed equally in the left and right cheek areas on all three occasions. Relevant medical history was not mentioned and concomitant medication included hyaluronic acid (restylane) therapy on (B)(6) 2007. On (B)(6) 2009, the patient returned to the clinic and reported that nodules had recently developed on her cheek and had worsened. On the same day, the patient received (botulinum toxin type a) botox therapy. Corrective treatment, if any, was not specified. Event outcome is unknown.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on (B)(6) 2009 respectively were processed together: the physician reported that this case involves a (B)(6) patient. The reporter mentioned that the patient lost a lot of weight recently and he believes that this may have made the nodules more apparent. Corrective treatment was reported as steroids, but the nodules are persisting. Additional follow-up information received on 09-jun-09 from the doctor: on (B)(6) 2007 the patient received 2ml poly-l-lactic acid into both right and left side nos. The dilution volume was unknown as the patients' notes were incomplete. The treatment was undertaken by a previous practitioner who is now a poly-l-lactic acid tutor. In (B)(6) 2009, the patient developed late nodularity through both treatment areas. Water dispersement was attempted and failed. Steroid cream is currently being tried. If the reaction was to occur again it would not result in death, serious injury or deterioration in health. There are no concomitant pathologies or alternative etiologies for the reported event. The patient has not had any similar events after poly-l-lactic acid treatment or previous similar events with other product. No histology or lab tests performed. The patient outcome is not recovered/on going. The reporter considered the reaction to be highly probable to poly-l-lactic acid.